Event description:
It was initially reported that a patient was experiencing an increase in seizures and the physician would refer the patient for a prophylactic generator revision as a result. The physician wanted to have the generator changed prior to battery depletion to avoid worsening seizure control. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Further information was received that the patient's generator was replaced. The explanted generator was sent to pathology and discarded per hospital policy. A review of the programming history provided the vns settings prior to explant. No further relevant information has been received to date.